Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock lead impedance measurements measuring 25 ohms during a routine follow-up appointment. A request was made for device analysis and found historically, impedances have been hovering around 30 ohms and below. Technical services discussed possible causes. It was suspected that the patient has accumulated fluids. The physician was notified, and no revision procedure will be scheduled. At this time, the system remains in service. No adverse patient effects were reported.